Event description:
It was reported that the handle of the reduction forceps with points broke at the set screw. Account advised the instrument was not being used in a procedure and there was no patient involvement.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received for investigation and one handle was broken in half. Visual inspection using a microscopic view showed that the broken surface was homogenous, indicating material conformity. No manufacturing fault was found; the root cause could not be determined.